Manufacturer narrative:
The biomedical engineer reports that the power supply failed on the rns (remote network system) and the unit is failing to turn on. All patients were being monitored on the cns (central monitoring station), so no loss on monitoring occurred. No patient harm was reported. An exchange unit was sent to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the power supply failed on the rns (remote network system) and the unit is failing to turn on. All patients were being monitored on the cns (central monitoring station), so no loss on monitoring occurred. No patient harm was reported.

Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reports that the power supply failed on the rns (remote network system) and the unit is failing to turn on. All patients were being monitored on the cns (central monitoring station) so no loss on monitoring occurred. No patient harm was reported. An exchange unit was sent to the customer. The unit was evaluated and the reported problem of not powering up was duplicated. The main switch and power button is good. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.